Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the doctor was collecting arterial blood from a 71-year-old male patient in bed 39, after a successful puncture, the doctor found that the blood collection device did not have negative pressure, and manually pulling the syringe piston also affected the blood flow rate. There was patient involvement, however no patient harm.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.